Event description:
It was reported that during an percutaneous coronary intervention procedure, a guide wire fracture occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the mildly calcified and moderately tortuous right coronary artery (rca). This 182 cm luge j guide wire was advanced to the rca and while pulling an unknown balloon back, the guide wire fractured approximately 20" proximal on the portion of the guide wire that remains outside the patient's body. The physician had initially bent the guide wire at the part where the luge guide wire fractured. The remainder of the device was removed from the patient intact. The procedure was continued with another of the same luge j guide wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).